Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge recognize battery pack) was confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, the y1 crystal oscillator was open on the bedside board. The cause of the inability to recognize a battery pack is the open oscillator. The root cause for the open oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not recognizing the battery packs.